Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable test results for one patient sample using the crej2 creatinine jaffé gen.2 - compensated method for serum and plasma (crej2) assay on the cobas integra 400 plus. None of the results were released from the laboratory. No data flags or alarms occurred unless otherwise stated. All results are in units of mg/dl. The initial result was 1.0. The repeat result was 1.3 with a data flag. The final result was 0.6. There was no allegation that an adverse event occurred. The crej2 reagent lot number is 24189501; the expiration date was 01/31/2019. The customer had stability issues with calibrations and quality controls for crej2 and other assays. The customer changed two probes and the lamp on the date of the event. The customer has had issues with discrepant results for different tests recently. Due to these issues, the customer stopped using primary tubes with gel, and began using primary tubes without gel, in order to avoid pre-analytical issues. The instrument database was reviewed, and crej2 and other assays have had poor performance on this analyzer since (B)(6) 2017. Investigation activities are ongoing.

Manufacturer narrative:
No reagent or instrument issues were found. Quality control performance was poor. A specific root cause could not be identified.